Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate charred detritus adhesion; the glass cap has pushed forward and is protruding from the metal cap; the metal cap is loose from the glass cap. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, "excessive fiberlife" was observed. The procedure was completed with an alternate procedure (button). Patient outcome ¿ok¿ reported.